Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that the surgery was a cranial resection procedure, there was a reported delay of less than one hour and no reported impact to patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a procedure. It was reported that the navigation system was unable to see the microscope trackers on their scope. The nurse confirmed the tracker was listed in the instruments list, but it stated it was "disconnected". It was confirmed that the cables were properly connected with no visible damage to the cables and the drape was pulled snug against the led's on the tracker. It was later noted that rebooting the system resolved the issue. It is unknown if there was a delay to the procedure and patient impact is not known.